Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One (1) photo and one (1) video were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation was being documented, had not been received at the investigation site. Results: the photo shows a gripper plus safety huber needle inside a biohazard bag, the y-site is observed, no damage or dysfunctional conditions are observed. The video shows an unknown tubing set connected to the y-site of the gripper unit, in the video the user is observed attempting to remove the extension set from the gripper y-site, the user appears to be applying force to separate them but is unsuccessful. The reported failure mode, damage, was not confirmed. Functional testing: no product has been received to conduct a functional test. No other analysis was performed. Based on the photo and video no damage or fault can be identified. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported the IV tubing was stuck in the proximal port of the gripper plus. Port of the gripper plus broke off, leaving the line open/broken. The patient needed to be de-accessed and re-accessed. The proximal needleless port shattered. This caused debris and chemotherapy medication to go into the employee's eye. The employee was assessed in "employee health". No further follow up needed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.